Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six inappropriate shocks for the patients supra ventricular tachycardia (svt). The therapy was suspected to be exhausted. Technical services (ts) suggested reprogramming options. At this time, no additional adverse patient effects have been reported. This product remains in-service.